Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited sudden high out of range pacing impedance measurements above 3000 ohms in the right ventricular (rv) lead channel. Technical services (ts) was consulted and further in office and x-ray evaluation was recommended. No adverse patient effects were reported. This device remains in service.